Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for regular check up. Review of data revealed a diagnostics anomaly. No intervention has been reported. There were no consequences to the patient.